Manufacturer narrative:
(B)(4). Follow-up information was received by the physician. Case will be invalidated once re-submitted. The physician medically confirmed that the patient had a shunt placement rather than abdominal pain and peritoneal cloudy effluent. The patient was not hospitalized for, nor experienced, peritonitis. No treatment was rendered.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of abdominal pain and peritoneal cloudy effluent in a patient coincident with therapy for chronic renal failure. It was not reported whether dianeal unknown therapy was ongoing. On (B)(6) 2012, the patient experienced abdominal pain. On (B)(6) 2012, the patient was hospitalized. The patient was hospitalized for abdominal pain and to received peritoneum wash therapy. The peritoneal effluent was cloudy. Remedial treatment for the abdominal pain and cloudy peritoneal effluent was not reported. At the time of this report, the patient remained hospitalized. The outcome for this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.